Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. PMA/510k: awareness date reported on follow up 1 report as (B)(6) 2019 but should have been (B)(6) 2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: updated suspect medical device info. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: investigation summary the complained pictures were forwarded to the medical safety officer for evaluation. Here the statement. This is a reverse oblique intertrochanteric fracture, ao 31a3.3. It is one of the worst we have to deal with. The fracture appears to be fixed with a pfna ii unknown implant. The fracture is malreduced in about 35 degrees of varus. Provided medical record documents reveal that the index procedure was performed on feb. 18, 2018. The CT scan report is reviewed in the clinic visit 18 months later, august 27, 2019. It was read as a nonunion in the report (not provided) and revision surgery was made a possibility. Indeed if the fracture was ununited at 18 months it meets the criteria for an established nonunion. The implant is able to manage the load before the nail, can only be provided externally via a medical information request. Provided the CT scan read is correct and there is a nonunion, implant failure is likely imminent meaning months, not years, this fracture could be healed considering how well the patient is doing or if ununited, dynamization could influence late union. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Device history lot part/lot combination are unknown at synthes gmbh, no DHR review possible. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown screw. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that a patient had surgery on (B)(6) 2018, in (B)(6). The reduction and vertical line of a broken femur were within the standard range, and the postoperative condition was good (due to the protection of patient privacy in the hospital, it is not possible to provide postoperative x-rays); the patient was discharged from the hospital for physical therapy. After he returned home it was discovered that the bone block was displaced. The doctor confirmed that the event was not related to product quality and/or surgical procedures and had communicated this to the patient. At the same time, the doctor contacted the patient to ask him to return to the hospital for the relevant referral surgery can be continued. The patient said that he is planning to stay in his country for treatment. This complaint involves three (3) devices. This is 3 of 3 for report (B)(4).